Event description:
User received erroneous ise results. Total number of patient samples involved was not provided. One example for potassium was provided. Initial result 5.2 mmol/l, repeat 4.2 mmol/l. Erroneous result was reported. User states no action was taken because of the aberrant potassium result. The field service representative determined the cause to be a defective pinch valve. He adjusted the mix/dry settings, cleaned salt from reference solution bottle and cleared vent hole. He also replaced the ise tubing, mix tower and indirect calibrator air vent valve. Performance tests were performed and results improved.